Manufacturer narrative:
No further information is available on the repair of the lift at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from the account alleging a fire started when the charger was connected. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
Hillrom received a report from the account alleging there was a spark sound when connecting the hand control to the charger. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).